Event description:
This complaint is from a literature source. The following literature cite has been reviewed: shinmura k, demura s, kato s, yokogawa n, handa m, annen r, kobayashi m, yamada y, nagatani s, murakami h, tsuchiya h. A modified spinal reconstruction method reduces instrumentation failure in total en bloc spondylectomy for spinal tumors. Spine surg relat res. 2022 oct 28;7(1):60-65. Doi: 10.22603/ssrr.2022-0111. Pmid: 36819620; pmcid: pmc9931410. Objective/methods/study data: the purpose of this retrospective study was to investigate whether the new reconstruction method could reduce the rate of if. Between 2010 and 2019, a total of 50 patients were included in the study. These patients were divided into two groups. Conventional method group consist of 50 patients (11 male and 14 female) with a mean age of 57.5±11.6 treated with ti mesh cage with a thickness of 1.0 mm (moss-miami; depuy motech, warsaw, in, USA) filled mainly with frozen autografts treated with liquid nitrogen while new method group consist of 50 patients (13 male and 12 female) with a mean age of 54.2±8.6 treated with a more robust cage (with a thickness of 1.5 mm) with end caps (vboss cage; stryker, allendale, nj, USA or pyramesh; medtronic sofamor danek, memphis, tn, USA). The mean follow-up periods in the conventional and new method groups were 39.2±26.4 and 38.7±16.7 months (range, 12-69 months). Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: synthes 1.0 mm mesh cage moss-miami. Adverse event(s) and provided interventions possibly associated with unk - constructs: moss miami (qty 13). 4 patients (16.0%) required reoperation due to complications other that instrumentation failure. 1 case of surgical site infection with wound dehiscence. No intervention was mentioned. 1 case of surgical site infection. No intervention was mentioned. 4 cases of local recurrence. No intervention was mentioned. 3 cases of no bridging bone formation. Adverse event(s) and provided interventions possibly associated with unk - cage/spacer: moss-miami (qty 11). At the 1-month follow-up, cage subsidence of = 3 mm was observed in 11 of 25 patients (44.0%). No intervention mentioned. Adverse event(s) and provided interventions possibly associated with unk - rods: moss-miami (qty 4). 4 patients with rod fracture. No intervention mentioned. Adverse event(s) and provided interventions possibly associated with unk - screws: moss-miami (qty 1). 1 patient with screw back-out. No intervention mentioned.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.